Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported and the surgeon later clarified that an intraocular lens (iol) was explanted in the right eye after a patient was not satisfied with their vision. The patient was very pleased with the vision after surgery but after the iol removal when he looks with the right eye, the patient experiencing obscuration in the upper right side of the vision. The patient¿s physician stated that the problem was not related to the lens. The physician told the patient that the problem was related a small retina tear and the required operation will be performed within the reporting day. This medical device report is for the explanted lens. Additional information has been requested.